Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred and intermittent cartridge alarms (alarm 1) occurred. Customer's disconnected from the pump. Customer's blood glucose level was 287-400 mg/dl.